Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The patient with these ra and rv leads was having pleural pain. The physician thought that it was likely due to an atrial micro-perforation but both leads were functioning properly and no issues were seen via CT or fluoro. The physician decided to replace both leads. After the revision, the patient's symptoms were resolved. It is unclear if this is the ra or rv lead.